Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing surgical wound became infected under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotics for the wound. Follow up indicated that the wound improved.